Manufacturer narrative:
Other text: d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check; the cuff leaked. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. One device was returned for investigation. Functional testing did not confirm customer complaint. The supplier has checked the returned samples, and reviewed device history record and no abnormality found during evaluation. The cause for this event is unknown. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).